Event description:
It was reported that during an initial implantation surgery, high impedance was observed during testing after implant. The systems test was first performed in the pocket, then again after the generator was removed from the pocket. The lead pin was removed, cleaned and re-inserted twice. A systems diagnostic test was performed and repeated both times the lead pin was re-inserted. A new lead was used. The unused lead has not been received for analysis to date. The design history record for the lead was reviewed and the lead passed all specification prior to release into the field. No additional or relevant information has been received to date.

Event description:
The explanted lead was received for analysis. Product analysis on the lead was completed and approved. Resistance measurements of the lead assembly are within tolerance. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead assembly.